Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient (B)(6) underwent left hip total arthroplasty surgery due to genetic malformation. On (B)(6) 2017, the patient underwent surgery for insertion of the prosthesis in the left hip and implanted the femoral universal stem, from depuy orthopeadics inc., acquired by johnson & johnson in 1998. After the aforementioned surgery, the patient presented an excellent evolution and recovery, with no complications until (B)(6) 2019. It happens that, on (B)(6) 2019, the patient, for no apparent reason, presented a sudden pain and functional disability of the previously operated hip, which is why she informed the doctor in charge of her surgery, who advised her to go immediately to (B)(6) hospital, where the first surgery had taken place. According to a medical report provided by the same professional who performed both surgeries, after analyzing clinical and imaging examinations, it was found that urgent surgery was necessary, as there was a subluxation of the femoral component head, unsuccessfully attempting a ¿bloodless reduction¿. ¿as the material presented gross instability, that is, a displacement of the prosthesis was found and a replacement was attempted, but as the instability remained, a revision of the artoplasty was indicated, requiring the replacement of the prosthesis. On (B)(6) 2019, surgeon underwent the second surgery in which, to his surprise, a fracture / rupture of the polyethylene was found, that is, the prosthesis had ruptured inside her body, so the pain, as well as instability and the functional disability suddenly suffered by it. As there is a period of adaptation of approximately 3 (three) months from the organism to the prosthesis, on (B)(6) of the current 2019, the second prosthesis left the place, which resulted in a second hospitalization of 1 (one) day for the relocation of the prosthesis. The ruptured prosthesis, removed during the second surgery, was discarded by the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.